Event description:
According to the reporter:the rubber seal in the step one portion of the trocar is very prone to shredding. When this happens, the seal around the camera will not hold while inflating the balloon with laparoscopic guidance. You have to remove the camera and hold your finger over the top of the trocar, otherwise the air leaks out and the balloon won't open. There were no adverse effects as a result of the reported deficiency.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/23/2015.